Event description:
It was reported that during primary left knee surgery, doctor put in tibial trial insert and trial insert cracked. Doctor completed the surgery with no delays.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The reported event was confirmed. Visual inspection:the reported event was confirmed. The triathlon cr trial was cracked. Scratches and indentations were observed on the articulating surface, underside, and the distal rails. Dimensional inspection: not performed as the device was returned damaged. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusions: the reported device is under the scope of (B)(4). The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
It was reported that during primary left knee surgery, doctor put in tibial trial insert and trial insert cracked. Doctor completed the surgery with no delays.